Event description:
During the transapical tavr procedure, a 29mm sapien xt valve was deployed with a final 50:50 aortic/ventricular position, resulting in moderate paravalvular leak (pvl). An additional 2cc¿s were added to the delivery system balloon. Post dilation was performed with no improvement in the pvl. A second valve was prepped and deployed, resulting in mild pvl. The patient¿s native annulus measured 24.5mmx32mm by CT (valve area of 606mm2), with severe native valve calcification and moderate aortic root calcification noted. A large nodule of calcium in the lcc extending into the lvot was also noted. This was determined to have prevented the complete seal of the valve in that location, resulting in pvl post valve deployment.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, patient factors (severe bulky native valve calcification and the asymmetrical annulus) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.